Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous, and severely calcified below-knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported. And the patient condition was good post-procedure.